Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the display was scratched. The customer was informed that service could no longer be completed on the device at philips as the device had reached end-of-life (eol). The heartstart mrx device and all associated service/support was discontinued by philips on 31-dec2022. Pictures of the device sent by the customer show light display scratches. However, the reported issue was verified but a root cause could not be established. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms and a dealer contact if they pursued further possible servicing. The investigation concludes that no further action is required at this time.